Manufacturer narrative:
Siemens reviewed the data files provided by the customer. The ca++ ready sensor was not available for internal investigation. The customer is running a high number of patient samples daily. From the limited data available, diagnostic information showed that sensor deproteinization and conditioning maintenance was not performed for at least 20 consecutive days despite the number of blood samples. The root cause for the discordant calcium samples is not known.

Event description:
The customer reported discrepant ionized calcium results on two patients between two rl 1265 instruments. There was no report of injury due to this event.